Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. According to the evaluation result by olympus service operation repair center (sorc) , the cable was twisted. Omsc judged that the phenomenon occurred due to user's handling. Omsc presumed that communication with the processor became impossible because the user applied force such as twisting on the cable, then the phenomenon occurred.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that scope communication error e226 occurred and no image was displayed. There was no report of patient injury associated with the event.